Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 19, 2024.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on february 19, 2024 was filed inadvertently. No infection has occurred. This report is submitted on march 21, 2024.